Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when ablating the right inferior pulmonary vein (ripv), a drop in compound muscle action potential (cmap) amplitude was observed, and double stop was performed. It was noted that the physician did not think that the phrenic nerve was very weak via palpation. The procedure proceeded, and the balloon catheter was repositioned, with the physician checking the cardiac silhouette to confirm the catheter was not advanced deeply into the right inferior pulmonary vein (ripv). Another drop in compound muscle action potential amplitude was then observed, and double stop was again performed. Under fluoroscopy, there was no twitching response of the phrenic nerve. The physician waited for several minutes for recovery, but the phrenic nerve motion did not recover. Hence, the procedure was switched to radiofrequency (rf), in order to isolate right superior pulmonary vein (rspv). It was noted that a competitor mapping catheter was used to confirm complete isolation of the right inferior pulmonary vein (ripv). The case was completed with radiofrequency ablation. It was noted that the patient still had phrenic nerve paralysis (pnp) upon leaving the operating room. It was also noted that the patient's right diaphragm did not recover at discharge, and the patient will be followed up in one month as outpatient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: this is a clinical issue encountered during cryoablation procedure. The patient files showed at least nine applications were performed with balloon catheter 2af284 / 50100-5 on the date of the event with no issue. Data files showed low temperature profile in application number eight. Clinical issues (phrenic nerve injury) were encountered during the procedure. The catheter was not returned for investigation. No product malfunction reported. In conclusion, the catheter was not returned for investigation and no product malfunction was reported. Clinical issue (phrenic nerve injury) were encountered during the procedure. If information is provided in the future, a supplemental report will be issued.